Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the report of ¿no image¿ was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii video system center was not working. The customer reported that there was no image or data coming on the display. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
During inspection, the following were confirmed; the no image on the monitor screen was due to a faulty cp(printed circuit) board, the all led (light-emitting diode) of front panel glowing continuously was due to a faulty cp board and the fan of the power supply not working was due to a faulty power supply. The evaluation also found; heavy dust inside the unit need to clean, a corroded wire, a pin of the receptacle found bend, a deformed pip (picture in picture) connector making it very hard to connect and deformed foots. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.